Event description:
While evaluating the device, the se reported that the navigation ring that was not working. No further details were provided. The se replaced the front bezel (with navigation ring).

Manufacturer narrative:
E:(B)(6).